Event description:
During the atrial fibrillation procedure, communication issues with the amplifier resulted in procedural delays. During the procedure, it was noted the amplifier had a green lamp, but intermittently would not communicate. The amplifier and system were rebooted 3-5 times each to resolve the issue, along with trying different boot up sequences. The procedure was completed with same amplifier and without adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One ensite x amplifier was received for evaluation at tech center. Evaluation testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.